Event description:
During a laparoscopic appendectomy procedure, the instrument would not open after reloading. The surgeon applied another device to complete the procedure. The hosp has stated the the device was outside the pt's cavity when the difficulty was experienced. No pt injury occurred.